Event description:
It was reported by the nurse that the external pulse generator (epg) had a power up failure. The error was reproduced by the biomedical engineer. The biomedical engineer will test the device and return it to use, if it passes. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.